Manufacturer narrative:
The reported event of undersensing was confirmed. Final analysis of the provided information found that the rhythm was agonal in the non-sustained ventricular tachycardia (nsvt) episode, resulting in undersensing. The device is performing per design and there is no malfunction suspected.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with agonal rhythm and a non-sustained right ventricular oversensing (nsrvo) episode for under-sensing. The device misinterpreted the rhythm and the patient was reported deceased. There were no known allegations from the physician that the patient's death was caused by the patient's ICD.